Event description:
It was reported patient underwent a mid foot fusion procedure on (B)(6) 2015. Review of radiographs revealed the implanted screws were too long due to the depth gauge measuring incorrectly. All the screws were removed and new screws were implanted. An hour delay occurred during the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was likely due to incorrect assembly of parts. The correct handle was not used in association with the body.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown.